Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.81 ng/ml; same sample repeated twice resulting negative each time. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.